Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient was critically ill while using the device, which is misuse of the device. On (B)(6) 2025, it was reported that the patient was already at the hospital due to an open-heart surgery. The patient asleep in her hospital room when the nurses were alerted that her oxygen level was really low. They were trying to wake her up, but she was unresponsive. When the nurses took a fingerstick the cgm reading was 150 mg/dl, and the blood glucose reading was 15 mg/dl. Intravenous glucose was administered and the patient regained consciousness after about 10 minutes. Bg fingersticks were taken, and eventually the blood glucose level stabilized. At the time of the report the patient was stable, but was still at the hospital recovering from open heart surgery. Data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).